Manufacturer narrative:
The pump passed all functional tests including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/ download anomalies or delays in uploading/downloading were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 415 mg/dl at the time of incident and the other blood glucose was 306 mg/dl, 237 mg/dl. The customer also stated that insulin the pump shut off. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.